Manufacturer narrative:
The customer's meter was returned for investigation. Upon investigation, it was found that the meter malfunction was due to an obvious mishandling by the customer (meter was dropped). The allegation in this case has not been substantiated (meter has been dropped).

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that their meter does not display the code number but was allowing them to run a test. An error 4 was received due to putting blood on her test strip too soon and a display check was performed and there were no segments missing. It was noted that the correct date and time displayed at the top of the screen with strip blinking at the bottom, but the code did not appear.